Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited acoustic lens (ultrasonic transducer) had a scratch which reaches to the glue-layer, distal end had a scratch, light guide lens had a scratch, objective lens had a scratch, adhesive around objective lens had a stain, universal cord was sticky, and forceps elevator wire had foreign objects there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established and traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.